Event description:
It was reported by the legal guardian that the patient had been hospitalized with hypoglycemia, and reportedly, ketoacidosis on an unspecified date. The patient's blood glucose levels declined to 66 mg/dl while wearing the pod. No insulin delivery occurred when the patient had high glucose levels. When the patient had low glucose levels, the system delivered insulin again after even the slightest increases. The ketoacidosis was reportedly caused, in part, by discrepancies between the sensor readings and blood glucose measurements. The issue was resolved by completely resetting the system. The patient's discharge date was not provided. The patient's glucose levels subsequently stabilized, with no persistent hypoglycemia reported. Additional information is being solicited, a supplemental report will be submitted if received.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.